Event description:
It was reported that balloon rupture occurred. The target lesion was located in the common iliac vein. After the wallstent was placed, post dilatation was performed with a 18-4/5.8/75 xxl esophageal balloon catheter. However, during the first inflation at 4 atmospheres for 10 seconds, the balloon burst. The device was successfully removed with no fragments left inside patient body, and the procedure was completed with a new balloon. There were no patient complications reported.